Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed. The cause was the printed wiring assembly (pwa) board. After replacing the pwa the motor and downstream occlusion (dso) sensor were having issues. The motor and dso were also replaced. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had error code 45782 and system fault 42221. Discovered during testing. There was no patient involvement.